Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The closure device was deployed in the laa of the patient. At this time it was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis and drained a total of 600cc of fluid from the patient. The patient was then taken to surgery where the laa was repaired. The closure device was left in place following surgery. The next day the patient was awake and oriented, they were doing fine following these events. The patient has since been discharged from the hospital.